Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was non-coversion of the patient's arrhythmia. Subsequently the patient underwent a revision procedure where the electrode was successfully repositioned. No additional adverse patient effects were reported.